Event description:
It was reported that an infection occurred. The health care provider (hcp) reportedly 'botched the job' at implant. It was reported 'it' became severely infected and it was not recognized for 'almost' three weeks. It was noted it was incredibly painful and the patient ended up in the intensive care unit. Another surgeon had to remove the pump. It was reported the patient now had a bone infection with 'a (B)(6) bug in there. Basically I have a spinal abscess now with (B)(6).' It was noted the patient as of the week of (B)(6) 2013 had a 'blow up' with their hcp and was no longer apart of the hcp's practice. It was noted the patient was 'in real dire straights as far as pain meds were concerned.' The medication being delivered via the device system prior to explant was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot# n328329, implanted: (B)(6) 2012, product type accessory. (B)(4).